Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported event. The coupler was detached from the camera head due to the q-coupler tip being deformed. In addition, service found there was intermittent noise on the image due to a faulty cable unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when preparing the subject device for use, the scope coupling was found to be detached from the camera head. The intended orthopedic knee procedure was completed with a similar device. There was no delay in the procedure. There was no patient/user harm or injury reported due to the event.